Manufacturer narrative:
The consumer commented on twitter reporting false positive inteliswab test results only while using the device against the IFU. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
On 10/26/2024, a consumer commented on a twitter post stating their husband tested positive using inteliswab tests when they swabbed their throat. On 10/28/2024, the consumer posted an additional comment on the post stating an inteliswab employee said the positive was user error and invalid. The consumer also stated they tested negative on every other brand test they tried. As stated in the inteliswab covid-19 rapid test IFU, 'important: swabbing the nostrils is critical for obtaining an accurate result. If you do not swab your nose, the device will produce a false negative result.'